Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back under the sensing electrodes and cables. Patient reports the rash is red, itchy, discolored and one area is open. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her to apply a gauze/ointment over the irritation. Follow up indicated that the cream is helping with the skin irritation.